Event description:
It was reported that after the patient was on the table under anesthesia, the physician experience navigation issues while using the monarch system. The physician elected to abort the case.